Event description:
The female pt received two cypher stents in a bifurcation of the 3rd obtuse marginal (cass site 22) in 2006. The notification received for the study indicated that in 2007 a re-ptca was performed during a 12-month follow-up. The indication was stable angina status (ccs class 2) and angiographic stenosis. In the previously treated lesion, main branch showed that there was no thrombus visible and 75% restenosis, and timi 3. The side branch showed no thrombus visible, 75% restenosis, and timi 3. A non-target lesion was also treated (cass site 19) with balloon angioplasty (poba). There were no complications. The pt has recovered post event.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-01605. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.